Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips were applied on the cystic artery and were not perfectly closed. The hemoglobin reached the value of 3.5g. And the pt had to be re-operated after 11 hours. During the re-operation, the surgeon noticed that a clot of blood where the clips were not correctly closed. The pt also received a blood transfusion. The device was not returned.